Event description:
Ed clinicians attempted to use the ez-io in the tibia and its failed to insert. Patient had been in prolonged cardiac arrest and had come in with the ambulance. The patient died however clinician told me that the ez-io failure did not delay treatment or contribute to the adverse outcome. They inserted another ez-io with another driver in ed. Clinician said, staff report inserting the needle to bone, squeezing the trigger and after a very short time lost all power. It slowed to a complete stop and the indicator light went out not green or red. Staff member tested the driver the next day, and said the driver sounds like its full charge and it passes a visual battery test green light on. He tested the device to replicate the fault on the ez-io tibia training bone and was able to replicate the power failure. When the driver needs to overcome resistance of the training bone, it slows to a complete stop and battery light goes out.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4), for products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Additionally, the customer provided one video for analysis; reference attached file video-(B)(4) for the customer supplied video. Visual inspection of the video revealed that the driver had a solid green led, however it was unable to penetrate a test sawbone and experienced a complete stall. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was confirmed. The driver was then subjected to simulated sawbone insertions per driver IFU (8048 rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-(B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-(B)(4)). Approximately 5 to 8 lbs of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 5.69 secs, insertion 2: 6.10 secs, insertion 3: 5.34 secs. Hard profile (105 lbs/ft3) insertion 1: stalled at 6.68 secs the driver failed the hard sawbone phase of testing with a complete stall on the first attempt at 6.68 seconds. It should be noted that the led did turn off during the stall condition as the customer reported. Reference attached file (B)(4) for investigation photos. No further testing was attempted. The complaint has been confirmed. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". "Shelf life for the g3 power driver is 10 years". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of compliance found that the driver passed all the release criteria. The device was released in 07/2009 and is greater than 12 years old. The complaint has been confirmed. Functional testing confirmed that the driver failed and experienced a loss of power. A review of the certificate of compliance showed that the device passed all release criteria. Additionally, it was revealed that the driver was used beyond its shelf life. The IFU states, "the driver and its battery have a shelf life of 10 years." It is not recommended that a driver be used passed its shelf life. This driver is greater than 12 years old according to the certificate of compliance. In-service ci-0000279 was requested since the driver was found to be used beyond its shelf life. No other corrective/preventative actions will be assigned as intentional user error either caused or contributed to the reported issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Ed clinicians attempted to use the ez-io in the tibia and its failed to insert. Patient had been in prolonged cardiac arrest and had come in with the ambulance. The patient died however clinician told me that the ez-io failure did not delay treatment or contribute to the adverse outcome. They inserted another ez-io with another driver in ed. Clinician said, staff report inserting the needle to bone, squeezing the trigger and after a very short time lost all power. It slowed to a complete stop and the indicator light went out not green or red. Staff member tested the driver the next day, and said the driver sounds like its full charge and it passes a visual battery test green light on. He tested the device to replicate the fault on the ez-io tibia training bone and was able to replicate the power failure. When the driver needs to overcome resistance of the training bone, it slows to a complete stop and battery light goes out.